Event description:
It was reported that a patient underwent an atrial fibrillation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. During a persistent atrial fibrillation case, a pericardial effusion was noticed. The patient had a slow decline in blood pressure during ablation. The pericardial effusion was confirmed with a cardiac echocardiogram. The medical intervention provided was a pericardiocentesis and that around 1200 ml of fluid was drained overall. The patient was monitored and that a slow leak was observed on the cardiac echocardiogram. A pericardial window was performed on the patient. The procedure was able to be completed, and the patient fully recovered. Patient required extended hospitalization as the patient was monitored following the pericardial window and was released the next day. The physician's opinion on the cause of the adverse event is the procedure. The procedural activated clotting time (act) was 355. There was no evidence of steam pop. The event occurred post mapping phase and pre ablation phase; however, it was reported that ablation was performed prior to noting the pericardial effusion. No error messages observed on biosense webster equipment during the procedure.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).